Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the gastrointestinal videoscope had no image and an e216 error code (scope communication error code). Based on the results of the investigation, the probable root cause was component failure. There was fluid invasion in the connector. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of there's an imaging issue, this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the gastrointestinal videoscope had no image and an e216 error code (scope communication error code). There were no reports of patient involvement.